Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Further testing revealed blood on the distal conductor at the tip to ring spacer. The full lead was returned for analysis.

Event description:
It was reported that the physician was unable to track the lead around a tight bend in the coronary sinus. The lead was removed and a 4196 was successfully implanted. No patient complications were reported as a result of this event.